Manufacturer narrative:
On 09/30/2016 weba medizintechnik investigation completed. Method: failure analysis, device history evaluation, stock check. Results: failure analysis: one forceps returned in used condition, showing minimal wear. The function of the instrument is as design. There are no signs of looseness. If the upper rail is not attached correctly, it may be detached and come apart. This design is intended for cleaning purposes . Per our instruction of use each instrument has to be inspected regarding damage or malfunction due to wear out prior use. The complaint is unconfirmed; testing within specification. Device history evaluation DHR review: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Stock check: stock was checked: no instruments with problems have been identified. Conclusion: the instruments was not returned to weba medizintechnik for further and adequate evaluation. The function of the instrument is as designed. The device meets the specification. Based on this facts, we assume it was a lack of checking the instrument by user, in this case we don´t accept this as a complaint.

Event description:
Customer initially reports instrument broke while surgeon was positioning in nasal cavity. On (B)(6) 2016 customer reports that the surgeon was positioning the forceps in the nasal cavity, upon closing the forceps down the instrument broke. Closing mechanism broke, no retrieval necessary- instrument pieces intact. No harm done, no further information available.